Manufacturer narrative:
(B)(4). Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), key anatomic elements that may affect successful treatment of the lesion include severe neck angulation, short aortic neck(s) and significant thrombus and / or calcium at the arterial implantation sites. Per IFU, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion).

Event description:
On (B)(6) 2015, this patient underwent an endovascular repair of an aortic arch/descending aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis. On an unknown date, a suspected type ii endoleak was reportedly seen originating from the left subclavian artery. Aneurysm enlargement was also reportedly noted. According to the report, CT angiography could not be conducted due to patient's poor kidney function, and the endoleak location was not confirmed. On (B)(6) 2019, the patient underwent a re-intervention procedure. Procedural angiography reportedly confirmed a lack of apposition to the vessel wall at the distal end of the endoprosthesis. Expansion of the distal aortic neck was noted, and a distal type I endoleak was reportedly identified. According to the physician, the distal end of the endoprosthesis was implanted in a ¿shaggy¿ region of the aorta, which led to the aortic expansion and type I endoleak. Two additional gore® tag® devices were implanted just above celiac artery to treat the endoleak. The endoleak was resolved and the patient tolerated the procedure.